Event description:
Pump declared alarm 20 during pumping. There was no adverse impact to customer's blood glucose level. Customer was instructed by technical support to put pump into storage mode and return it using pre-paid label, while backup therapy was planned using multiple daily injections, and pump replacement was arranged.